Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported that during use, shortly after the intra-aortic balloon (iab) catheter was inserted, noise-like disturbances appeared in the waveform of the optical fiber sensor. No patient harm.

Manufacturer narrative:
Updated field: b4, d9 device available for eval and date return to manufacture, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d4 serial number should left blank, d10. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The optical fiber was found to be broken within the membrane approximately 18.5cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a